Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h11: the device was received for evaluation. A visual inspection was performed, and a cut slice hole in the tubing was observed. An under water test was performed after closing the clamp, and no breaking bubbles were observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from the tubing. A visible tear was noticed at the mid-length of the tubing. This occurred during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred during an unspecified date of (B)(6) 2024. Should additional relevant information become available, a supplemental report will be submitted.